Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) proximal conductor fractured; proximal segment returned and analyzed.

Event description:
It was reported the atrial lead had an apparent fracture and high impedance and was partially explanted and replaced. It was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.